Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating a button error. The customer's blood glucose level was 80 mg/dl. The customer stated that the screens could not escape or do anything. The customer took the battery out and received button error. The customer stated that it happened to him a while ago and he would not clear anything, but it was his old pump which got replaced for the same issues. The customer could not recall any significant event leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer declined to return insulin pump.